Event description:
Discordant advia centaur troponin results were obtained and were reported. The samples were repeated and corrected reports were issued. There was no report of adverse health consequences or patient intervention due to the discordant troponin results.

Manufacturer narrative:
Analysis of the data indicates that the cause of the discordant troponin results was due to the customer misplacing the base solution in the position for wash 1. A siemens healthcare field service engineer (fse) instructed the customer via telephone on correcting the contamination by removing, flushing and priming the instrument, followed by recalibrating and running qc. The instrument is performing within specifications. No further evaluation of the device is required.